Manufacturer narrative:
The reported issue was due to a faulty pressure switch, which is caused by a lack of routine maintenance. Per our service records, this unit had never had preventative maintenance done prior to the reported issue. The system was repaired. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the "pump not primed" alarm sounded during cardiopulmonary bypass surgery when the customer attempted to rewarm the patient. The system was changed out and the surgery was completed successfully.